Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable high tina-quant hba1c gen.3 result for one patient sample. The initial result was 16.3% with a data flag and was reported outside of the laboratory. The doctor complained about the result and the sample was repeated on (B)(6) 2017 with a result of 4.8% with a data flag. A new sample was collected on (B)(6) 2017 and the result was 4.8 %. There was no allegation of an adverse event. The reagent lot number was 25332701 with an expiration date of 31-jan-2019. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Based on the provided information, a product issue could be excluded. Most likely the issue was due to incorrect pre-analytical handling and the customer's process to run patient sample as qc material. The calibration and qc data was acceptable.